Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge prior to filling. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 310 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause user error: the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.